Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the sensor board were found in the ventilator's downloaded error log. The device's sensor board will need to be replaced to address the issue. The device had evidence of physical damage. The estimate was rejected and the device was scrapped.